Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that all of the events were symptoms/complications experienced. The system caused unacceptable complications. The spinal cord stimulator (scs) was removed per patients request. The patient did not want the scs replacement due to symptoms she previously experienced.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the spinal cord stimulator (scs) was removed per patient's request. The patient did not want a scs replacement due to symptoms she previously experienced.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was that back pain was worse when spinal cord stimulator (scs) was on. Interventions included suspending therapy since pain was worse while scs was on. The patient would turn off the scs system until the next appointment during stimulation clinic where she would be evaluated by manufacturing representative. The etiology was reported as due to programming. The final programming date for most recent interrogation prior to event was (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a (B)(6) study reported that the implantable neurostimulator (ins) got hot. The clinical diagnosis was not applicable. The outcome was unresolved at the time of study exit/death/study closure. Interventions included suspending therapy since the ins got hot while it was on. The patient turned off their system until the next appointment where she would be evaluated by manufacturing representative. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the ins. Relevant medical history included: spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was implantable neurostimulator (ins) gets hot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.